Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an inadequate seal. The patient came back with bleeding 4 days post op. No surgical intervention or transfusion was needed but afrin was sprayed to stop the bleeding. When the device was originally used, there was an end tone heard and evidence of energy delivery.